Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-12990 batch 14319407, unpackaged. Observation revealed an obstruction in the inner shaft, and a test needle was unable to be fully loaded. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-12990 scorpion had the ar-12990n needle break off inside it. This was discovered during use in a procedure performed on (B)(6) 2021. The needle broke within the scorpion and nothing was introduced to the patient. The case was completed with no patient effect.